Event description:
It was reported that at device change-out for normal eri, externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 20.0 to 20.5cm from the connector pin due to friction to the ICD can.